Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 6.25ml of harmonyca with lidocaine. Approximately one month later, the patient received touch-up injections with 2.50ml of harmonyca with lidocaine. About one year and eleven months later, the patient received a repeat treatment with 5ml of harmonyca with lidocaine. Two weeks after the last injections the patient had a non device related ¿exacerbation of asthma versus copd.¿ the patient concomitantly takes with sertraline. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4) and (B)(6) (B)(4). This emdr is being submitted for the suspect product, touch-up injections with 2.50ml of harmonyca with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "exacerbation of asthma versus copd", deemed not device related, is considered an unexpected adverse drug experience.